Event description:
The customer reported via phone call that two sensors broke while he was trying to hold them. Customer stated that he was trying to get them ready to use and they fell apart. The customer was advised that the product would be replaced and agreed to return the sensors for analysis.

Manufacturer narrative:
A complete analysis of 2 opened and used enlite sensors per our visual inspection found both sensor needles bent inside of the sensor base. Unable to confirm if the customer received sensors in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.